Manufacturer narrative:
A siemens filed service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that there are no known cause for the discordant stat troponin result. No further evaluation of the device is required. The instrument is performing within specifications.

Event description:
Customer reported erratic results of immulite 2500 stat troponin assay on a patient sample. The initial result was negative and repeated with similar result. Sample was repeated several more times over the next few hours generated negative and high positive results. Customer noted that the patient was admitted due to the discordant troponin result. There's no known reason for the multiple sample repeats. No indication of patient treatment administered. Patient was administered to the hospital and there was no report of adverse health consequences due to the erratic stat troponin assay result.